Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that the device sometimes cannot boot up. There was no reported patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the processor board pca. Part number and pricing of a replacement processor board pca was offered to the customer; however, the customer did not accept the offer for the replacement part. The device will be scrapped as it has reached end of life (eol) anyway. The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. No further action is warranted at this time.

Event description:
It was reported to philips that the heartstart mrx als monitor sometimes cannot boot up. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.